Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13153. It was reported the pt experienced constant pocket heating at his ipg site. He stated the heating is more intense when he charges the ipg. A sjm rep made some recommendations on charging technique and a replacement charger was sent to the pt. No further info is available at this time.

Manufacturer narrative:
Correction/removal reporting number - 1627487-12192011-003-r, 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.